Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 01/06/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/06/2014 with the following findings: evaluation revealed that the battery compartment was cracked. The battery cap was damaged. (B)(4).